Event description:
The customer reported to olympus, that the image has horizontal lines and the connecting cable was damaged while using the hd autoclavable camera head. The customer additional reported that the object was visible when there were horizontal lines in the image. The issue occurred during reprocessing. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that there were interference waves in the image due to a damaged cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, poor communication occurred due to cable failure, and interference waves occurred on the image. We presume that from damaged part of the cable, it had failed. However, a definitive root cause could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: about cable breakage, we confirmed the contents of the instruction manual about shipping products, and found the description below. We judge that the phenomena can be prevented by the description. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). Further review found there was no reportable malfunction related to the subject device captured in this complaint. The initial MDR was inadvertently submitted as a reportable malfunction. The initial medwatch reported that the image has horizontal lines and the connecting cable was damaged; however; it was confirmed that the image was recognizable. Per the legal manufacture, this issue of horizontal lines in the image and a damaged connecting cable is not likely to cause or contribute to death or serious injury if the malfunction were to recur.